Manufacturer narrative:
Previously rpt'd under MDR access number 706465.

Event description:
Previously rpt'd as no reason for explant provided. The lead was explanted due to a rpt of j retention wire fracture without protrusion through the outer polyurethane insulation. Explant method: intravascular, superior. Technique/tools: intravascular counter traction, laser. No complications.